Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. It was also reported that a minimum fill notification occurred after the pump shut down due to normal battery depletion. Customer loaded a new cartridge to resolve this issue. Customer's blood glucose was 144-145 mg/dl. Reportedly, the customer corrected the time to resolve the issue.